Event description:
The customer reported the autopulse li-ion battery (sn (B)(6)) shows as fully charged on the multi-chemistry battery charger (mcc) but it is unable to power on the autopulse platform and charge indicator lights just flashed. The status led on the mcc showed the green led and the status leds on the battery displayed 4 green lights after the charging attempt, before use in the platform. No patient involvement.

Manufacturer narrative:
The customer reported complaint that the autopulse li-ion battery (sn (B)(6)) shows as fully charged on the multi-chemistry battery charger (mcc), but it is unable to power on the autopulse platform was not confirmed during functional testing or the archive review. The complaint could not be replicated, and the battery functioned as intended. Upon visual inspection, the status leds of the battery illuminated four flashing green lights. The autopulse li-ion battery successfully charges in a known good autopulse multi-chemistry battery charger. The status leds on the battery showed four flashing green lights. When the fully charged battery is inserted into a known good autopulse platform, the battery can successfully power on the platform. The battery is fully functional. The archive review shows there were no errors around the reported event date. The battery was last charged successfully on july 03, 2024 and the archive shows 291 successful charge cycles over the battery lifetime.